Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received from a health care professional via a representative that the patient's pump was implanted at a different abdominal site from the patient's spinal cord stimulation (scs) device. Reportedly there occurs "certain issue" at the pump site and the physician decided he was going to move the pump at the opposition (scs ins) site, "next monday". This meant that the pump would be very close to the scs device. Patient symptoms were not reported at this time. It was later provided on (B)(6) 2016, that confirmation was made with the representative who made the inquiry noting that this was not an adverse event but a question from the physician for discussions unrelated to the devices. However, on (B)(4) 2016 it was further clarified as confirmed with the physician, the reason for the pump relocation was difficulty in micturition and the surgery was performed on (B)(6) 2016 as planned.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n525940003, product type: catheter.

Event description:
Information was received regarding a patient in (B)(6) who was receiving gabalon intrathecal. The pump was implanted on (B)(6) 2015 for congenital spine hypoplasia sacral defect/congenital spinal agenesis sacral deficiency syndrome. The daily dose was 50 mcg from the date of implant. There were no complications, medical history/side effect history or concomitant drugs. On an unknown date there was difficult in micturition/dysuria, which was deemed as not serious with an unrecovered outcome. As reported, there was no causality to the investigational drug, catheter, pump, programmer, or surgical procedure. In (B)(6) 2016, the exact date unknown, cystitis occurred due to difficulty in micturition/dysuria caused by the pressing of the implant site as observed in the patient. To solve the issue, the implant site was going to be changed on (B)(6) 2016.

Manufacturer narrative:
Product ID: 8781, lot# n525939004, product type: catheter.

Event description:
Additional information received from a foreign healthcare provider via a distributor indicated the date of incidence was (B)(6) 2016. The event severity remained non serious. The event outcome was reported as recovered. The event causality was thought to be due to the surgical procedure. The patient had been "urinating by hand pressure" for a long time. When this was performed, the implant site was an obstacle. It was further stated there was pain caused by the corner or the pump. The pump pocket was relocated from the left lower quadrant to the upper right quadrant on (B)(6) 2016. During the procedure (for procedure necessity), the pump side catheter was replaced due to the lack of length. There was no particular abnormality observed during the procedure. Exacerbation of symptoms of spasticity for both upper and lower extremity functions were not observed after the procedure. Following the procedure, the patient had no further complaints and performed micturition smoothly with the same process as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.